Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. The device failed during evaluation and as a result no patient was involved.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An external and internal visual inspection was performed with no issues noted. A temperature verification test was performed and showed the device to be within specifications. The device was determined to meet electrical performance specification requirements but failed functional testing. Volumetric accuracy testing was performed and failed due to deteriorating piston foam and a cracked door piston. The material was replaced with a foam test article and the device passed all subsequent testing. The piston foam and door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.